Event description:
It was reported that during a coronary artery stenting treatment procedure, difficulties deflating the balloon occurred. The lesion being treated was a 95% stenosed, tortuous, moderately calcified circumflex (cx) artery lesion. The lesion was predilated with a balloon (type and size unknown). Prior to stenting the lesion, the physician encountered difficulty removing the protective sleeve from the catheter. The physician had to use more force to remove the sleeve, but visually checked the taxus express2 8.8% 2.75 mm x 28 mm stent and found it to be in satisfactory condition. The physician was able to position the delivery device/stent in the appropriate location and then experienced difficulty inflating the balloon on the first attempt. The device was introduced and removed from the guide catheter once prior to deployment. The physician then noticed the balloon was inflated at 1-2 atms. The stent was not deployed. The balloon was inflated for 20 seconds, when the physician noticed that the distal and proximal end of the stent opened while the rest of the stent remained closed. The physician was able to pull the stent/delivery device as a whole back into the guide catheter and remove it from the pt. There were no pt injuries or complications reported. The procedure was successfully completed by using another taxus stent. The final pt condition is listed as "ok".